Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer.

Event description:
It was reported that the programmer had a broken hinge on the keyboard and that the programmer head has intermittent signal with the connector where it plugs into the programmer, it will not always communicate with the device unless the connector to the programmer was jiggled. It was noted that it acts differently than a simple head failure. Follow-up with the clinical specialist determined that she believed it was not a head problem but solely with the connector on the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the left keyboard case hinge was replaced, also it was confirmed that the head had an intermittent signal with the connector, as a result the link electronic module (lem) circuit was replaced and calibrated. It was also noted that the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.